Event description:
The reporter contacted animas on (B)(6) 2012 stating the keypad buttons required multiple presses to elicit a response. The reporter noted the buttons were worn off. The patient reportedly wore the pump in a protective case attached to a belt and cleaned it with mild soap and water. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, the ok and the contrast button was intermittently responsive. During investigation, evidence of contamination was found under the up and contrast key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.